Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous left circumflex (lcx) artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. The physician performed several inflations at unspecified pressure. However on an unspecified inflation at 10 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. Patient's status was good.